Event description:
On 21 august 2024, complainant reported the following information: "tissue is not processing well. For the past 3 days, tissue is not processing well there are no errors on the device.¿ on 22 august 2024, the assigned leica field applications specialist, (B)(4) (fas) visited the customer site to assess the operation and function of the instrument and documented the following: ¿on (B)(6) 2024 2 hour biopsy run and 10 hour routine run were loaded on retort b and retort a respectively. Protocols completed. On 8/17/2024 (saturday) to be view by pathologist on 8/19/2024 (monday). On 8/19/2024 pathologists reported tissue looks underprocessed/not good microscopically. On (B)(6) 2024 customer changed all reagents on affected peloris ii and performed full maintenance. On (B)(6) 2024 customer ran test tissue on biopsy run. All specimens processed optimally. On (B)(6) 2024 customer resumed clinical use. All specimens since full instrument change have been processed successfully. On (B)(6) 2024 - instrument still in use. All tissue processed optimally. All affected tissue was diagnosable. On (B)(6) 2024 I hydrometered [sic] all alcohols. All alcohols were in range of what the software was displaying. The techs are very diligent about entering the correct number of cassettes when prompted and carryover value matches the percent carriers used in each protocol. Maintenance is good on the instrument. Fill levels are within range. Went through the event logs and noticed before the affected runs were loaded on the instrument, final concentration threshold on ethanol was triggered and prompted the user to change the least pure ethanol bottle, reagent bottle 5. This warning was prompted twice and within the same minute the user marked station 5 as changed to fresh 100% ethanol. Physically, station 5 was not changed. The customer informed me that they were trained to change reagent bottles only when the reagent is hashed out. Unfortunately, peloris ii does not mark the reagent bottle when a reagent type has reached the final concentration threshold, but it does prompt the user with a detailed message, telling the user to change the specific reagent station. Explained the difference between final and change thresholds. Customer (lab manager and lead tech) will communicate this to their team. Recommended setting a date and time for user training.¿ the fas documented that the affected patient tissue samples were derived from one (1) ¿10 hour protocol¿ protocol comprising 300 cassettes, which was executed in retort a and started at 05:00 on (B)(6) 2024 and completed at ¿05:30 am next day¿, and one (1) ¿2 hr xylene protocol¿ comprising 250 cassettes which was executed in retort b and started at 09:30pm on (B)(6) 2024 and completed at ¿05:30am next day¿. The type(s) and size(s) of the affected patient tissue samples were documented as ¿biopsies and routines¿ and ¿biopsies: 2.5 mm/routines: 2 cm x 2 cm¿, respectively. The tissue artefact was described as ¿all affected tissue unprocessed [sic]. Debris found on routine specimens.¿ the fas also documented: ¿only some cases¿ of affected tissue samples were reprocessed by ¿reverse steps of processing and then processed normally on affected peloris ii after reagents were all changed on (B)(6) 2024.¿ on 23 august 2024, leica biosystems melbourne received information from the local assigned leica field applications specialist ¿ core histology, USA that all patient tissues were diagnosed. No re-biopsy was recommended or performed. No adverse consequence(s) for any patient(s) has been reported to the manufacturer.

Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of the ¿10 hour¿ protocol comprising 300 cassettes which started in retort a at 13:12 on (B)(6) 2024 and completed successfully at 05:30 on (B)(6) 2024, and the ¿2 hour xylene¿ protocol comprising 250 cassettes which started in retort b at 21:01 on (B)(6) 2024 and completed successfully at 05:30 on (B)(6) 2024, from which sub-optimal tissue processing was reported by the complainant. The root cause for ¿for the past three days, tissue is not processing well¿ reported by the customer was a use error, which occurred at 10:55 on (B)(6) 2024. Specifically, a user failed to complete manual replacement of the reagent in bottle 5 (100% ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: ¿always change reagents when prompted. Always update station details correctly ¿ never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.¿